Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens became stuck and tore in the cartridge. The lens was partially inserted into the pt's eye and was removed with no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
(B) (4): evaluation results: other - visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Conclusions: other: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4)